Event description:
It was reported the patient was shocked when their implantable neurostimulator (ins) was turned off by their healthcare professional (hcp). It was noted the hcp turned the patient¿s ins back on during the same appointment and the patient was not shocked. It was noted that impedance testing was done. It was noted the patient had pain at the left side implant and felt shocked when the ins was turned off.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0455352v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387-40, lot# j0107925v, implanted: (B)(6) 2001, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).